Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion and opening curved. Leak test and microscopic analysis was performed which identified; crease sharp opening on anterior, striated opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is an opening crease sharp on anterior assessed as fold flaw opening and a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional additionally reported "crease/folding of implant".

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.